Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore no technical investigation on the subject could be performed. As the lot number of the orsiro us concerned was not reported by the hospital, the production documentation of the last three orsiro us that were delivered to this hospital prior to the reported event date was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, the angiographic material provided was reviewed. Review of the production documentation verified that the instruments were manufactured according to specifications and fulfilled all the requirements of in process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined. It should be noted that the IFU warns against reinsertion if the orsiro stent system was removed prior to expansion.

Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a calcified lesion in the left main. After pre-dilatation and several attempts to cross lesion the stent was removed and re-inserted. Upon re-insertion the stent dislodged from the delivery balloon. Eventually it was not possible to retrieve it and thus the orsiro was deployed in the left main.